Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and event was began on (B)(6) 2017 at 5-6 am and customer's blood glucose value was 517 mg/dl at the time of incident and most recent blood glucose was 45 mg/dl 15 minutes ago. The customer treated their high blood glucose with bolus through the insulin pump and with the intravenous fluids. The customer experienced symptoms like nausea, vomit, excessive thirst and urination, stomach irritated, diarrhea due to high blood glucose. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal and insulin was exited at qr. The insulin pump will not be returned for analysis.